Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a couple of high blood glucose levels around 500 mg/dl. The customer believed the high blood glucose levels were due to stress and not insulin pump related. She gave herself extra insulin to bring her blood glucose down. The customer had issues uploading the insulin pump to carelink. The device was not returned.